Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. Surgical intervention was performed, this device was explanted, and a new device implanted. The explanted device was discarded and is not expected to be returned. Besides surgical intervention, no adverse patient effects were reported.